Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. One plastic post from the sled was found broken which causes latch was out of position, that is why the internal cannula components were not sliding properly.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during inguinal hernia repair by laparoscopy more than five shots were not fixing. There were no reported patient consequences. Additional information has been requested.